Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold, red particles in the fill channel and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify crease sharp opening on anterior and around have non penetrating nicks. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on anterior assessed as to a fold flaw opening. Non penetrating nicks(stress marks). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device has been explanted and replaced.